Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of erosion and urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of erosion and urinary incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) device presented with recurring incontinence. The patient was going through 9-10 pads a day. In (B)(6) 2025, a cystoscopy was performed which revealed the cuff was not coapting, and there was evidence of urethral atrophy/erosion. A revision surgery was then performed three months later during which time erosion was confirmed. A new 4.5cm cuff was implanted in a more proximal location. There were no further patient complications.